Event description:
Pt had pre-auricular and temporal pain on left side. Status 7 yrs post-op: left mandibular condylectomy with insertion of implant and freeze dried dura implant (12/26/86). Status 3 yrs 7 mos post-op: excision "calcified mass" left tmj. Fossa implant still in place. Pt complaining of 4 mos history of increased left tmj and temporal pain, and increasing limitation of opening.